Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Date and results of mesh excision? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2005 and the mesh was implanted. It was also reported that the mesh eroded through bladder neck on left from between 9 and 12 o'clock, with bladder stone formation on exposed mesh. The patient also experienced uti, dysuria and bleeding. The bladder stone and exposed mesh were removed endoscopically using a laser under general anesthetic. Additional information has been requested.